Event description:
It was reported that the patient was referred for full vns replacement surgery due to high impedance. No relevant surgery is known to have occurred to date. No additional relevant information has been received to date.

Event description:
The patient underwent full vns replacement surgery due to high impedance. During attempts at product return, it was revealed that, historically, the facility does not return explanted products.